Event description:
Caller reported an issue with the insulin pump displaying a fill estimate different from what was expected. The pump indicated a fill of 180 units, while the caller anticipated 240 units. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller on several troubleshooting steps, including disconnecting the pump and delivering a bolus, which updated the fill estimate. The caller acknowledged instructions to not overfill the cartridge and chose to load a new cartridge with assistance. Caller decided to monitor the situation and follow up if necessary.